Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the sensors alarmed for change sensor, calibration errors, and would not adhere to the skin. It was reported that one of the sensors broke inside the serter. It was reported that the customer had needle break. It was reported that the sensors would be replaced.